Manufacturer narrative:
Visual assessment of the anchor confirmed the reported complaint of breakage. The anchor has broken at the suture slot. Dimensional analysis of the anchor confirmed it met print specifications. After the evaluation the root cause for the reported issue could not be determined. There are no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that after the healthcare professional introduced the device into the cannula, and the footprint was in the shoulder of the patient, the healthcare professional found out the device tip was broken. A backup device was used to complete the procedure. There were no reported patient injuries. No other complications were noted.